Event description:
Reference MFR. Report # 3006705815-2019-00980. Reference MFR. Report # 3006705815-2019-00981. It was reported the patient experienced inadequate stimulation with their scs system. Patient denied reprogramming and insisted on getting the system explanted. As a result, surgical intervention was undertaken wherein the entire system was explanted.